Manufacturer narrative:
Additional information: a quality investigation was performed to include a batch review. The review yielded no discrepancies related to the complaint issue. A previous investigation was applicable to this complaint and was leveraged. The investigation concluded the likely root cause for the issue "stop flow between patient and chamber of unometer product" could not be identified on the base of information received. No corrective actions are required at the moment. Complaints will be monitored. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4)

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(6). Reported to the FDA on september 23, 2015. (B)(4).

Event description:
It was reported by the pharmacist that urine in a urine meter device did not flow from the measuring chamber to the plastic collection bag. The device was removed. It was further reported that the device was in use for 11 days prior to the reported issue as the institutional protocol indicates that the device must be in place for 30 days.